Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 600cc and experienced rupture on the right side post-operatively, which was discovered during explantation on (B)(6) 2022. The patient underwent removal and replacement with mentor gel breast implants ((B)(4)).

Manufacturer narrative:
On apr 13 2022, additional information was received indicating the patient also experienced bilateral ptosis and bilateral wrinkling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 23, 2022, additional information was received indicating the right breast prosthesis was discarded post-explantation. Manufacturer¿s reference number: (B)(4).